Event description:
Same as manufacturer's case report #6000093-2006-00682. It was reported that upon unpacking an image ii-4f select catheter, the actual product that was in the box did not correspond with the packaging. Incorrect packaging for the product. Event occurred outside of the pt's body.